Manufacturer narrative:
Additional information received that a revision surgery was performed due to a break in the tubing between the pump and right cylinder. There was fluid loss. The physician reports that he has seen this specific break point occur too often and recently and that the product no longer seems to last more than five years. Reservoir: model- 720185-01. Lot sn- (B)(4). Mfg date- 02/16/2014. Exp date- 01/31/2016. Gtin- 00878953005669.

Event description:
It was reported that the patient experienced a pump malfunction. The pump stopped working. No patient symptoms or complications were reported. A revision surgery is scheduled to replace all components. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the surgery is not scheduled for another three weeks and a pif will be sent the day of surgery.

Event description:
It was reported that the patient experienced a pump malfunction. The pump stopped working. No patient symptoms or complications were reported. A revision surgery is scheduled to replace all components. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the surgery is not scheduled for another three weeks and a pif will be sent the day of surgery.

Manufacturer narrative:
Analysis of lgx preconnect ms 15cm ps iz confirmed that there were no leaks in the cylinders; however, the pump had a misaligned spring, with a leak in the strain relief of the c tube junction due to wear and fatigue. Review of the manufacturing records for batch 843494 confirmed that there was a total of 5 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Analysis of the reservoir flat iz 100 ml revealed a leak at the tubing at the strain relief junction due to fatigue. Review of the manufacturing records for batch 868939 confirmed that there was a total of 20 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 20 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a pump malfunction. The pump stopped working. No patient symptoms or complications were reported. A revision surgery is scheduled to replace all components. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the surgery is not scheduled for another three weeks and a pif will be sent the day of surgery.